Manufacturer narrative:
(B)(4). The complaint device was not returned to bsc, therefore product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, oversensing, and pacing inhibition. A conductor fracture was verified via x-ray and fluoroscopy. The patient underwent a surgical intervention to abandon the lead and implanted a new product. No additional adverse patient effects were reported.